Event description:
A customer reported obtaining erroneously low cr-e results for two (2) patients. The results were generated on a unicel dxc 800 pro synchron chemistry analyzer, used in conjunction with cr-e reagent (lot m105140). The low cr-e results were not reported out of the lab. The customer reported the crem results because the patients' crem results have been monitored and these results fit the patients' clinical picture. No change to patient treatment or diagnosis was reported in connection with this event.

Manufacturer narrative:
Sample collection information: patient 1, sample1: the icterus index was 1.0 and was collected using a line into a green top microtube (lithium heparin) and poured off into a beckman false bottom tube. Patient 1, sample 2 was collected using a line into a green top microtube (lithium heparin) and poured off into a beckman false bottom tube. Patient 2, sample 1: the icterus index was 5.0 and was collected using a line into a short draw lithium heparin tube and poured off into a beckman false bottom tube. Elevated bilirubin but icterus was not enough to reflex. Patient 2, sample 2 was collected using a line into a short draw lithium heparin tube and poured off into a beckman false bottom tube. There was paraprotein interference that caused the false low cr-e, high lipemia > 4 and icteris > 6. The customer stated that they run both crem and cr-e. The system is set up to reflex run cr-e if the crem is below 30 umol/l, icterus > 6 and lipemia > 4. The customer states that this process is to detect interference from bilirubin. Quality control has been within the established ranges with no issues.